Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had a procedure to remove their infection. The patient's device was left in place the doctor is hoping it will clear up. The patient's infection is in their thoracic incision. The incision was opened up and cleaned out then they applied vanco powder and closed it up. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the infection was unknown but that the issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.